Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological. According to the reporter: during procedure, the needle broke where the doctor held the needle with the needle driver. It is unk if the broken tip fell into pt's cavity or not. Another device was used to complete the case. The pt is under observation, but no problem was reported at the moment.